Manufacturer narrative:
Correct: b5, d10, h10. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and no issues were identifier; however, customer reported reusing insulin from old cartridges, not performing the air removal step when filling cartridges, and often seeing air bubbles in infusion set tubing. Customer was instructed not to reuse insulin from cartridges, and was educated on the air removal process per the user guide. Customer reverted to multiple daily injections for insulin therapy. Customer's blood glucose ranged from 90-170 mg/dl.

Manufacturer narrative:
Per tandem user guide: ensure there are no air bubbles when drawing insulin from the vial into the syringe. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and no issues were identifier; however, customer reported reusing insulin from old cartridges, not performing the air removal step when filling cartridges, and often seeing air bubbles in infusion set tubing. Customer was instructed not to reuse insulin from cartridges, and was educated on the air removal process per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose ranged from 90-170 mg/dl.